Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Optical fibers 1-3 no longer met specifications for optical properties and no contact force was displayed when the catheter was connected to the tactisys quartz unit. The device did not meet specifications during a shaft leak test and an irrigation leak test. Additionally, multiple short circuits were detected. Fluid was noted within the redel connector, consistent with the short circuits detected. Further investigation revealed the pi irrigation tubing had been fractured in two locations near the irrigation tubing transition at the deflectable portion of the catheter shaft, consistent with the failed shaft leak and irrigation leak tests, fluid ingress and the fluid within the redel connector.

Event description:
This report is to advice of a leak and short circuits noted during analysis of the catheter.